Manufacturer narrative:
The customer's submitted strain was subcultured on cba(cos) medium, and the identification was confirmed to escherichia coli with the vitek 2 gn ID card. The presence of an esbl was checked by the phenotypic reference methods of the esbl screening test using combined discs (ceftazidime +/- acid clavulanic, cefotaxime +/- acid clavulanic, cefepime +/- acid clavulanic) on mueller-hinton +/- cloxacillin difference of inhibition diameters between atb disc with or without clavulanic acid < 5 mm = negative result. This strain is not an esbl producing bacteria. No increase of diameters inhibition between both media with or without cloxacillin = no high level cephalosporinase. The strain was then sequenced to determine the expected phenotype. Genes esc and tem-1 were identified confirming that this strain was not an esbl but most probably an acquired penicillinase producing bacteria. Vitek 2 (vt2) testing was performed including one ast-n351 card from the customer lot ( cl: 7910757103) and a random lot (rl: 7910638103) with vt2 software version v8.01. On the customer lot, the result obtained was "inhibitor resistant pase (irt or oxa), acquired penicillinase phenotype". On the random lot, the customer results were reproduced in-house ("extended spectrum beta-lactamase phenotype"). The mic of piperacillin/ tazobactam (tzp) on the rl doesn't match with the expected phenotype "acquired penicillinase" : on cl, vt2 gave tzp = 64 r on rl, vt2 gave tzp >/= 128 r, leading to proposal of esbl phenotype by aes, which, in turn, leads to a therapeutic correction on several beta-lactams (cefalexin, cefuroxime, cefuroxime axetil, cefotaxime, ceftazidime, cefepime). The reference method was performed to check the tzp mic: microdilution (bmd) which was the method used for tzp development (formulation tzp03) on ast-351 card. Ref tzp mic = 64 mg/l r the vt2 ast-n351 tzp mics are within essential agreement with the reference mic without any category error. Conclusion: the false esbl phenotype was reproduced in-house only on the random lot. Tzp mic equal to 128 mg/l lead to the incorrect phenotype. Tzp value is within essential agreement compared to the reference mic within 1 doubling dilution without any category error. In the aes version 9.02 of the vitek 2 software, the mic ranges for escherichia coli and piperacillin/ tazobactam will be changed for the "acquired penicllinase" and "inhibitor resistant penicillinase (irt or oxa)"phenotypes.this change consists in adding tzp mic >/= 128 mg/l as possible mic for both phenotypes. Then with the version 9.02, esbl phenotype will not be proposed by aes. In the aes version 8.01 of the vitek2 software, the mic ranges for e. Coli and piperacillin/tazobactam were changed for the 'acquired penicillinase' and ']inhibitor resistant penicillinase' phenotypes. These changes consist in removing mics >=128 mg/l as possible mics for both phenotypes. The consequence is that this change has revealed a preexisting issue in the aes definition of the cefuroxime mic range for e. Coli and esbls (cefuroxime mics <=8 mg/l should prevent the esbl proposal). This, in addition to the specific antibiotic configuration of the ast-n351 card and absence of the esbl test, is the root cause of the reported increase in esbl phenotype proposal for the ast-n351 card. A field safety corrective action (fsca 4191-1) was issued 13-dec-2018 to the united kingdom to addresses this issue in the field. The associated urgent product correction notice informs customers of the esbl phenotype proposal and describes criteria limitations to be applied via a vitek® 2 bioart rule. PMA/510(k) number corrected to n50510: s103.

Event description:
A customer from (B)(6) notified biomérieux of false resistant results, associated with the inaccurate detection of the esbl phenotype, when testing with the vitek® 2 ast-n351 test kit. The customer tested an escherichia coli strain twice, and the esbl phenotype was proposed each time. The esbl mast disc test was negative. The customer reported that there was no patient harmed or treated incorrectly due to the discrepant result. The customer stated a delay of 24 hours in reporting results. A biomérieux internal investigation will be initiated.